Manufacturer narrative:
(B)(4).

Event description:
Procedure: colorectal. According to the reporter: after the procedures (preparation of rectal and colon stumps; pouch realization and liner stapling of rectal stump) it was verified that the stapling was not completely closed. There was partial stapling. Perineal colostomy was performed. The surgical time was extended between 40 and 60 minutes. Re-operation required in 3 weeks.